Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; missing forceps elevator adhesive around the forceps cover, cut on pink probe, minor scratches and dent on distal end, minor surface scratches on insertion tube, customer lable on grip, minor surface scratches on light guide tube, and control knob play was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a tear in the distal tip. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed missing ke adhesive around forceps cover and cut on the probe could not be determined, however, the issues were likely caused by handling/mishandling of the device. Olympus will continue to monitor field performance for this device.